Event description:
Consumer claims to have been pierced with the inverness ear piercing at a retail on 4/17/1998. She sought medical treatment a few days later when one of the earrings became embedded. The earring was removed by a dr.